Manufacturer narrative:
Medtronic received the following information from the journal article entitled; anatomical predictors of flared limb complications in endovascular aneurysm repair https://doi.org/10.1177/1526602819851251 rodolfo pini, gianluca faggioli, giuseppe indelicato, enrico gallitto, chiara mascoli, mohammad abualhin, andrea stella and mauro gargiulo. Journal of endovascular therapy, 2019 vol 26 issue 4. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant ii stent graft limbs were implanted in patients for endovascular aneurysm repair. The following events were reported: serious injury: occlusion re-intervention explant death-patient deaths were also reported, however there is no causal link that a medtronic device may have caused or contributed to the deaths.